Event description:
A bipap a40 ventilator was returned to a third-party service center for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the third-party service center, ventilator inoperative codes were found in the ventilator's downloaded error log. The device's printed circuit board assembly will be replaced to address the reported occurrence of a ventilator inoperative error code e-86 indicating failure of the outlet pressure sensor. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.